Event description:
It was reported that resident slipped between the bottom of the side rail and the mattress. She was found in a sitting position beside the bed with her head caught between the bottom of the side rail and the frame which holds the mattress her chin was resting on the bottom rung of the side rail. Health dept. Was there for the inspection (ruled the incident as accidental) no autopsy was done, nor pictures taken. Facility ordered new rails and re-drilled new holes in the old rails they kept. Requested co sales rep to go into this facility and evaluate and inspect what they have done.